Event description:
Patient, through other company representative, reported their implant was placed "under the skin instead of under the muscle, and they feel like they are floating". Patient later reported "rupture, looks defective, see back was not all full can see lines unfold, doesn't look normal, looks bad". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.